Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an issue loading the reservoir on the insulin pump. The customer had gone through 4 reservoirs. While loading the reservoir, the insulin was just coming out until all of the insulin was gone from the reservoir. The customer was unable to get to prime tubing. The insulin was squirting out after motor stops during the fill tubing process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify prime or fill anomaly due to buttons not responding.